Event description:
It was reported "wire was advanced down needle and was only able to go down halfway while needle was at 45 degree angle. Wire was retracted and needle angle was dropped to 30 degrees. Pulsatile flow still noted within cannula at 30 degrees. Wire was attempted to be placed down needle again however still unable to be passed more than halfway. Due to concern for damage to wire as wire would not pass down needle properly, needle was pulled out of vessel and pressure was immediately applied. After needle was retracted, wire was noted to be frayed and uncoiled at distal end." It was additionally reported "due to concern for some of uncoiled/sheared wire remaining in patient, forearm and hand ray was performed of rue. On duplex, there appears to be remaining wire still within right radial artery and something in subcutaneous tissue. Vascular surgery recommended hand surgery consultation for removal." The patient's current condition is reported a "fine".

Manufacturer narrative:
(B)(4). Medwatch received 16sep2024 - mw#5158937. The customer provided three photos for analysis. Two photos showed the defective arterial device. The coil wire appears to pass through the bevel end of the cannula. The guide wire appears to be unraveled and the distal weld is missing from the coil wire, which confirms a separation. The third image showed an x-ray of the patient's hand. The separated portion of the guide wire is visible. The customer also returned one catheterization device for analysis. Signs of use were observed inside the guide wire tubing. The catheter was not included with the sample, which indicates that the customer advanced it off the assembly during the procedure. Visual analysis revealed that the coil wire was unraveled but was deployed through the bevel end of the cannula. It was also noted that the guide wire handle was in the starting position towards the proximal end of the tubing. This indicates that the customer retracted the handle to the starting position after deploying the guide wire through the bevel. Microscopic examination confirmed the damage and revealed that the distal weld had detached from the coil and coil wires. Additional examination of the needle revealed that the bevel was deformed along the inner edge. Slight bending was also observed across the bevel. The appearance of the damage to the returned device is consistent with retraction of the guide wire onto the needle bevel during an attempted insertion. Note: as part of this complaint investigation, the guide wire tubing was intentionally severed to completely retract the uncoiled guide wire. This was done to gain access to the inner diameter of the needle cannula. After severing the guide wire tubing and fully retracting the guide wire through the needle cannula, dimensional analysis of the guide wire and the cannula was performed. The swg core wire length from the handle to the distal end of the core wire measured 4.567", which is not within the specification limits of 135mm-139mm per the guide wire with handle product drawing. This indicates that 0.748"-0.905" of the guide wire core wore was severed and not returned for analysis. The guide wire outer diameter (in an intact location) measured 0.440mm, which is within the specification limits of 0.432mm-0.457mm per the guide wire product drawing. The cannula inner diameter measured 0.0190", which is within the specification limits of 0.0190"-0.0205" per the cannula product drawing. An attempt to advance the guide wire handle was attempted; however, this met resistance due to the build-up of biological material on the proximal opening of the needle cannula. The handle was slightly retracted and advanced again while simultaneously pulling the unraveled guide wire from the bevel end. This resulted in the biological material to dislodge and the rest of the guide wire to deploy through the bevel end of the cannula. Performed per the IFU normally included within the reported finished good, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". A manual tug test confirmed that the proximal end of the guide wire was secure to the handle. After the biological material was removed from the cannula, a lab inventory guide wire (diameter measured 0.45mm;) was inserted through the cannula and no resistance was encountered within any portion of the cannula. A device history record review was performed on the potential lot# provided by the customer, and no relevant findings were identified to suggest a manufacturing issue. The IFU provided with the kit informs the user, "do not alter the catheter, guidewire, or any other kit/set component during insertion, use or removal". The IFU also states, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel". The IFU also states, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The customer report states that the "wire was advanced down needle and was only able to go down halfway while the needle was at a 45-degree angle. Wire was retracted and needle angle was dropped to 30-degrees". The report of a separated guide wire was confirmed through analysis of the returned sample. Visual analysis revealed that the unraveled section of the guide wire was deployed through the needle bevel of the cannula. Further analysis confirmed that the distal weld and a portion of the core wire was separated and not returned by the customer. The observed damage appears consistent with the customer report of withdrawing the guide wire back through the needle cannula during an attempted insertion. The instructions-for-use provided with this device warns the user "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel". Dimensional analysis further confirmed that a section of the core wire was missing; however, the guide wire outer diameter and the needle cannula inner diameter measured within specification. After biological material was removed from the cannula, a lab inventory guide wire inserted through the cannula and no resistance was encountered within any portion of the cannula. A device history record review on the potential lot# provided by the customer did not reveal any findings to suggest a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the customer report and the returned sample, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "wire was advanced down needle and was only able to go down halfway while needle was at 45 degree angle. Wire was retracted and needle angle was dropped to 30 degrees. Pulsatile flow still noted within cannula at 30 degrees. Wire was attempted to be placed down needle again however still unable to be passed more than halfway. Due to concern for damage to wire as wire would not pass down needle properly, needle was pulled out of vessel and pressure was immediately applied. After needle was retracted, wire was noted to be frayed and uncoiled at distal end." It was additionally reported "due to concern for some of uncoiled/sheared wire remaining in patient, forearm and hand ray was performed of rue. On duplex, there appears to be remaining wire still within right radial artery and something in subcutaneous tissue. Vascular surgery recommended hand surgery consultation for removal." The patient's current condition is reported a "fine".

Manufacturer narrative:
(B)(4).